Manufacturer narrative:
The device remains in the patient's anatomy. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Symptom/ae: in-stent restenosis. Time of ae: approximately 7 months post procedure. It was reported that the patient underwent left carotid artery rx acculink stent implantation in 2007. At the time of the procedure, the lesion was extremely resistant to dilatation. Follow-up ultrasound, done on the following month, showed residual stenosis of approximately 40% which was unchanged from his immediate post procedure angiogram. Carotid duplex ultrasound done six months later revealed what appeared to be either an in-stent or proximal stent restenosis, of approximately 90%. The patient was asymptomatic. On the following month, the restenosis was treated with balloon angioplasty, leaving a residual stenosis of 20%. The patient did well post-procedure and was discharged home the following day. Though requested, no additional information was available.